Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 4, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) medical center. Block h6: the imdrf patient codes capture the reportable events of: patient code e2330 captures the reportable event of pain including vaginal, pelvic, perineal and groin pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1405 captures the reportable event of dyspareunia. Patient code e1310 captures the reportable event of urinary tract infections. Patient code e020202 captures the reportable event of depression. Patient code e1715 captures the reportable event of severe scarring. Patient code e0206 captures the reportable event of mental anguish. Patient code e1311 captures the reportable event of further or worsening urinary tract problems. The imdrf impact code capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device impact code f1903 captures the reportable event of mesh removal.

Event description:
It was reported that the patient had an upsylon y-mesh device implanted during a procedure and has since experienced complications, including vaginal, pelvic, perineal, abdominal and groin pain, dyspareunia, urinary tract infections, further or worsening urinary tract problems, depression, severe scarring and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received on 21may2025. On (B)(6) 2023, the patient underwent a complex surgical procedure for the removal of da vinci-placed abdominal sacrocolpopexy mesh. The surgery was particularly difficult due to extensive scarring and dense adhesion of the mesh to the right pelvic sidewall and narrow pelvis. Dissection focused on carefully freeing the right mesh arm from the pelvic sidewall and the cul-de-sac-an area of significant difficulty. The remaining mesh attached to the sacrum was dissected and removed. Intraoperative cystoscopy confirmed the integrity of the bladder, showing bilateral ureteral jets. The vaginal canal was lightly packed with iodoform gauze at the conclusion of the procedure. The patient tolerated the surgery well and was transferred to the recovery room in excellent condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 4, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) united states. Block h6: the imdrf patient codes capture the reportable events of: patient code e2330 captures the reportable event of pain including vaginal, pelvic, perineal and groin pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1405 captures the reportable event of dyspareunia. Patient code e1310 captures the reportable event of urinary tract infections. Patient code e020202 captures the reportable event of depression. Patient code e1715 captures the reportable event of severe scarring. Patient code e0206 captures the reportable event of mental anguish. Patient code e1311 captures the reportable event of further or worsening urinary tract problems. The imdrf impact code capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported that the patient had an upsylon y-mesh device implanted during a procedure and has since experienced complications, including vaginal, pelvic, perineal, abdominal and groin pain, dyspareunia, urinary tract infections, further or worsening urinary tract problems, depression, severe scarring and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Event description:
It was reported that the patient had an upsylon y-mesh device implanted during a procedure and has since experienced complications, including vaginal, pelvic, perineal, abdominal and groin pain, dyspareunia, urinary tract infections, further or worsening urinary tract problems, depression, severe scarring and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2023, the patient underwent a complex surgical procedure for the removal of da vinci-placed abdominal sacrocolpopexy mesh. The surgery was particularly difficult due to extensive scarring and dense adhesion of the mesh to the right pelvic sidewall and narrow pelvis. Dissection focused on carefully freeing the right mesh arm from the pelvic sidewall and the cul-de-sac-an area of significant difficulty. The remaining mesh attached to the sacrum was dissected and removed. Intraoperative cystoscopy confirmed the integrity of the bladder, showing bilateral ureteral jets. The vaginal canal was lightly packed with iodoform gauze at the conclusion of the procedure. The patient tolerated the surgery well and was transferred to the recovery room in excellent condition.

Manufacturer narrative:
Block h11: blocks a2 (age) and b7 have been updated based on the additional information received on october 13, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 4, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) medical center. United states. Block h6: the imdrf patient codes capture the reportable events of: e2330 - pain including vaginal, pelvic, perineal and groin pain, e1002 - abdominal pain, e1405 - dyspareunia, e1310- urinary tract infections, e020202 - depression, e1715 - severe scarring, e0206 - mental anguish, e1311 - further or worsening urinary tract problems. The imdrf impact code capture the reportable event of: f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device. F1903 - mesh removal.